Event description:
It was reported that the atrial lead had dislodged and pulled back into the superior vena cava. The atrial was repositioned and remains in use. The left ventricular (lv) lead was producing phrenic nerve stimulation and had low outputs. The physician attempted to pull back the lv lead into a more proximal location which also resulted in phrenic nerve stimulation. The physician again attempted to pull back the lv lead and it dislodged from the coronary sinus (cs). The lead was removed without difficulty. The physician was attempting to gain access to the cs and noted when contrast was injected there appeared to be a dissection at the cs ostium due to a competitor's ep catheter. The physician attempted to gain access to the cs again but was unsuccessful. The patient was "stable" after the procedure and is scheduled for an epicardial lead placement. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. Blood/body fluid was observed on the outer tubing overlay and in/on the helix/lobe mechanism. The outer insulation was breached/cut and the outer tubing overlay melted. Apparent explant damage was noted. No anomalies were found.